Manufacturer narrative:
Manufacturer's report date: 05/25/2011. (B)(4). Product evaluated and customer's complaint of a crack in the tubing is confirmed. Visual inspection showed a tear near the upper blue fitment. The root cause of the leak was identified as a tear in the silicone segment, the cause of the tear was not identified. The smartsite laser number indicates this set was built between (B)(6) 2010 and (B)(6) 2010. The expiration date would be 10/01/2013.

Event description:
Customer reported insulin drip was leaking onto the floor. Tubing found to have a crack above the hub that rests on top of the pump. Tubing was changed and there was no patient harm or medical intervention required.